Event description:
The customer's wife called to report an incident where her husband received a reported reading of 339 mg/dl. Based on this reading the customer dosed with 28 units of insulin and then, at some unspecified time later, lost consciousness. Paramedics were called, who reported the customer's blood glucose at 70 mg/dl. The customer was hospitalized for hypoglycemia, but the course of treatment in the hospital is unk.

Manufacturer narrative:
Follow up report will be submitted if the product is returned for evaluation.